Event description:
It was reported that the implantable cardioverter defibrillator was not able to be interrogated and was in backup operation mode. It was resolved by reloading the device code. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.